Event description:
It was reported that during the lap appendectomy case, the generator received error 5. Unknown how the case was completed, but there was no patient consequence.

Manufacturer narrative:
H3: evaluation summary - the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.